Event description:
It was reported that the patient experienced intermittent stimulation. Her stimulation was just turned on a few days ago at the clinic. Her stimulation changed since she left the clinic. She only felt stimulation sometimes, regardless of position changes. She has to press on the neurostimulator site to feel stimulation. Her stimulation was not in the right area. She was at home. Further information is being requested from the hcp.